Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a black screen. There was no patient involvement.

Manufacturer narrative:
Additional information: the customer reported that the device has a black screen. A good faith effort (gfe) was conducted for further information and concluded that the device affected is actually a m8003a (mp40) device. This issue is deemed non-reportable for this device (mp40).